Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer inspected all pyxis equipment and confirmed there were no indications of infection or impact from any cyberattack; all systems were operating normally. The system functioned as intended when the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server had a cyber attack. Customer needed a scan to be done on the pyxis machines. There were no delay, no adverse events or injuries reported based on this event.